Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of in this incident, the field service engineer reported that the customer confirmed the issue has been resolved and no further investigation required for this device. The system functioned as intended after the customer resolved the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed and customer confirmed that the error message was failed hardware. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.